Event description:
Information received from the patient reported that their whole implantable neurostimulator (ins) system was removed because there was a loss of therapy and that it was no longer working for them. The patient stated that the system had "shorted out" and they were not sure but believed "they had gone in and removed or revised the system and placed a new system in". They were not sure what happened when the "system shorted but she thinks they redid something". The device then no longer helped with their pain and was told by their doctor if it was not helping to get it removed so the patient did. The indication for use for the implanted device was noted as complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.